Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tubing of the bd pegasus¿ safety closed IV catheter system prn was cracked and leaked blood after puncture. No reports of exposure, serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: a sample was received for the purpose of our investigation. Bd was able to observe the reported failure mode in the sample provided. There is a split on the catheter and the distance is about 10 mm to the catheter adapter, additionally there is another split in the middle of that catheter tubing. Our investigators consulted with the incoming material inspection operator, they were able to conclude that the most probable cause of this failure mode is related to abnormalities in the inbound raw material. The batch record was reviewed, no related abnormalities were found. Investigation conclusion: bd concluded that the most probable cause of this failure mode is related to abnormalities in the inbound raw material.